Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver screen was stuck on initialization screen during "try it" testing. The receiver was opened to remove pcba board and it passed with speaker resistance at 7.55 ohms. The receiver log was downloaded with firmware errors not related to customer complaint. The customer's complaint was not confirmed because the speaker resistance was in optimal range. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. The root cause could not be determined.